Event description:
2-3 days following a coronary drug eluting stenting treatment procedure, the pt had experienced a subacute thrombosis, in 2004 a 3.0 x 16 mm taxus express2 drug eluting stent was implanted in the noncalcified, 70-80% stenosed left anterior descending (lad) artery. Approximately 2-3 days later the pt presented with symptoms indicating a subacute thrombosis (sat). A ptca was re-performed and a 3.0 x 8 mm medtronic driver stent was used to treat the sat. The driver stent then caused a dissection which was attempted to be treated with another unknown size taxus stent. Inspite of multiple attempts and enough guide support the stent did not cross through the pre-existing stent for the distal lesion, hence it was retrieved. The pt's condition was reported as satisfactory/good.